Event description:
The pt underwent a diagnostic procedure in the "cfa". The physicain attempted arteriotomy closure with the closer tsl 6 fr. Device.the device was successfully inserted and good marking was obtained and appropriately shut off. The device was deployed, however the plunger stalled when removing the device. The suture ends were not visible and the needles could not be cut away. The physician consulted the field rep and clinical mgr at perclose who advised the physician to apply force to remove the plunger. The physician used force to the extent to which physician was comfortable. The plunger could not be removed and the pt was taken to surgery for device removal and closure of the arteriotomy surgery was successful and the pt recovered without further injury.